Event description:
Baxter clear link 3-port primary IV tubing separated/came apart where tubing connects to distal male luer lock connection. Patient stated she noticed she had blood dripping from the luer lock connection that was still connected to her. Patient stated she had not pulled on the tubing, it just fell apart.the tubing was saved and given to baxter representatives for evaluation.